Event description:
A mother called on (B)(6) 2014, stating that her child had a codman shunt implanted approximately one year ago, and had to be explanted because some complications. Additionally, she informed that the shunt was cracked and malfunctioning. The device was explanted at (B)(6). She would like to have the evaluation results; however, she did not have the device available to be returned for evaluation. She declined to provide any other information including phone number and/or any other contact information. (B)(6) 2014 - the sales rep. In the area contacted the neuro coordinator at this account regarding this issue. (B)(6) 2014 - the sales rep. Called today and informed that the neuro coordinator at this account called back; however, does not have any information regarding this issue, and does not have any devices to be returned for evaluation.

Manufacturer narrative:
Complaint sample was not returned to codman and product lot and/or serial numbers are not available; therefore, evaluation could not be performed. Complaint is considered closed at this time; however, if the complaint sample becomes available this complaint will be reopened and the respective evaluation performed. The cause(s) of the difficulty reported by the customer could not be determined. Trends will be monitored for this or similar complaints. Complaint sample not returned.